Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric banding. According to the reporter: during the procedure, two instruments failed to load correctly. One instrument would not hold the needle (as described it kept falling out after multiple attempts to load different needles) and so they opened a second device. The second device loaded correctly, but during the cycling of the instrument to ensure the needle was loaded correctly, the needle was cut in half when toggled. Both handles were discarded from the field and a third handle was opened. The third handle was loaded and performed appropriately. Neither of the two non-functioning handles were used on the patient and thus no patient injury occurred.